Manufacturer narrative:
Section a: patient information provided. H3, h6: a medtronic representative went to the site to perform a system checkout. The issue was confirmed. The computer was unable to bootup and was causing functional issues. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout lot number of concomitant product: 000400003114 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the procedure was delayed by less than one hour. There was no impact on patient outcome. The case was completed by using an alternate navigation system.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system would not recognize the emitter. When it did work it would only trace while registering only the left and not the right side of the patient's face. Then it was having trouble recognizing different probes. It was noted that the site had tried multiple instruments. The emitter was still making the cricket sound so it was on and the emitter was moved in all directions and would not recognize the patient tracker if it was at a very close 45 degree angle toward the patient's head.